Manufacturer narrative:
The system controller was returned to the MFR for eval. During the eval of the system controller, pump stoppage (interruption of pump operation) occurred while the system controller was functionally tested. When the black power lead was manipulated, low battery (voltage) hazard alarms, as well as the system controller switching to backup mode and an interruption of pump operation occurred. Physical examination of the black power lead confirmed compromised internal conductors and an electrical short to the shield. The low battery (voltage) alarms as well as pump stoppage was a result of the internal electrical shortage. The root cause of the compromised internal conductors appeared to be related to wear and tear due to repetitive flexing of the power lead during used. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that patient's system controller went into backup mode. The pt went into the clinic and his system controller was exchanged.